Manufacturer narrative:
After battery installation, the unit displayed a critical pump error (open book image) on the lcd screen due to moisture damage electronic assembly. Unable to perform displacement, and self tests due to critical pump error (open book image) alarm. The insulin pump was received with missing display window cover, cracked keypad overlay, cracked battery tube threads, cracked case (battery tube). Unit p-cap or test reservoir lock in place properly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had cracked at the back. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.